Manufacturer narrative:
H3: product analysis od product # 8361025, lot# jm04g005, visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery. It was reported that the tsrh-3d system was in place from l2 to s1, and when attempting to use the product to remove the screw from the right l5, the hexagonal tip broke. The hex driver tip broke and remained in the screw post. It broke off right at the edge of the screw post's receptacle, making removal impossible. There were no patient symptoms reported. The initial surgery was l2-s1 lumbar posterior anchoring and reason for revision surgery was deformation of kyphosis between proximal adjacent vertebrae. There were no further complications reported regarding the event.